Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) prior to the start of the procedure that error c-00 was observed upon turning it on. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system log review, with c-33 errors logged consistently over multiple days. A recurring c-06/m-18/m-11 error pattern was also recorded on other days, with additional m-11 errors noted as a concern. M-1c errors were documented in artemis as well. Visual inspection of the unit revealed minor scuffing on the lower section and underside of the front bezel, along with slight scraping on the underside lips of the cover. During the failure analysis process, the reported event was successfully replicated. When tested on the system, the unit displayed a c-33/c-00 error upon startup, and the erbe logs recorded c-00 and m-11 errors. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.